Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was diagnosed with the peritonitis and was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with amikacin injection, 250 milligrams iu (route and frequency were not specified) and vancomycin injection, 1 gram, intraperitoneally (frequency was not specified). At the time of this report, the patient remained hospitalized for the event. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.